Event description:
It was reported the system was explanted due to meningitis. The drug in the pump was dilaudid 50 mg/ml. No other symptoms or outcome were reported. Add'l info has been requested from hcp, but was not available on the date of the report.